Event description:
The customer contact reported a burn mark on the ac power cord retainer on the back of the pump. The pump was returned to the biomedical engineering dept for an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, a burn mark approximately the size of a nickel was noted on the ac power cord retainer on the back of the pump. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the ac power cord was discarded. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).